Event description:
Patient's father reports multiple occlusions that started after replacement of crono pump. Product fault occurred while in use with the patient no adverse events or missed doses reported. Device is available for investigation and possible return. Device replaced. Patient did not have a backup device they were able to switch to but they were able to finish infusion anyways. No further information. Intrapump. (B)(6). Reported to cvs/caremark by pt/caregiver.